Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed dashes (---) for several parameters. Attempts to program were unsuccessful and the physician did not want to attempt emergency vvi due to the patients pacemaker dependency. A microprocessor download was also unsuccessful and the device was replaced. After explant, the device accepted emergency vvi and was programmable without complication.